Event description:
Per the clinic, the patient experienced infection and soft tissue reaction around the implant site. The patient underwent revision surgery (date not reported) to remove the abutment. The patient was equipped with an implant magnet during the same surgery. Fixture remained insitu at all times.

Manufacturer narrative:
(B)(4). Fixture remains insitu.